Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards imager. There is calcification present in the stj. The balloon was fully inflated and burst, the burst was radial and longitudinal. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (calcification) and procedural factors (excess inflation volume) likely contributed to the event as is stated that there was stj calcium, the balloon was fully expanded with 23 plus 2cc, and 3mensio report revealed the presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration, additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a tavr procedure with a 23mm sapien 3 ultra resilia valve, during deployment the balloon ruptured. The balloon was fully expanded with 23 plus 2cc. The tear in the balloon was linear and the balloon was retracted into the sheath without incident. The valve was placed successfully, and the patient left the operating room in stable condition.